Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the "substance" is in the tube leading from the manifold to the final container. The substance with the bubbles or bubble residue is in the tail end of the tubing where it would connect to the final container connection to deliver the fluid. The substance with the bubble residue was discovered during inspection of the transfer set prior to placing it on the pump module. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging returned for evaluation. The sample was visually evaluated with failing results. It is noted a residue of excess solvent is on the tubing which is connected to the apex union housing. Based on the evaluation results, reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. All available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit in order to heighten awareness a one year historical review was performed against item and it was noted this is the only reported defect of this nature. Therefore no further action is required at this time. Additionally, retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.